Manufacturer narrative:
(B)(4). Nothing is returning for evaluation at this time.

Event description:
It was reported by the customer that the unit has a single missing display segment on the peripheral capillary oxygen saturation (spo2) reading and does not light up during power on self test (post). The issue had been noticed several months ago but there had been no reported harm or incidents during its period of use in their pediatric department. This report is in response to the display missing recall letter. There is no report of death or serious injury associated with this report.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.